Event description:
The customer called philips to report that their microstream extension's connector plug was charred. It is unknown if the device was in use at the time of event. No adverse event was reported.

Event description:
The customer called philips to report that their microstream extension's connector plug was charred. It is unknown if the device was in use at the time of event. No adverse event was reported.